Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had color suddenly turned green and pink. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) is broken and therefore the image was green, and pink are accompanied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.